Event description:
It was reported that during a gastrectomy procedure, the tip of the tissue pad got frayed soon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.